Event description:
The customer reported that the pic defibrillator could not read ECG with the pads. They indicated that they were able to rescucitate the patient, but that he passed away later. They did not indicate that the failure of the device contributed to the outcome.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported failure to read ECG through the pads. The unit displayed a pad lead fault message on power up. We isolated the defect to a failed relay k3 on the relay board. This relay controls the signal path to the pads. If it malfunctions, the unit cannot see ECG signals from the pads. The effect is that the device cannot deliver defibrillation therapy. Factory service replaced the relay board to resolve the issue. After relay board replacement, the device passed testing and returned to the customer.